Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was not completed because the device lot number was not provided. Because the device was not returned to mmd, no investigation could be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that they had two administration sets that accumulated air in the tubing. They stated that they were using the tubing and pump with a syringe. The curlin manual does include warnings regarding the use of syringes because it can affect the accuracy of the pump and the use of rigid containers without an air vent adaptor. They stated that the bedside rn reported the pump in use with the sets did not alarm for air in line. Mmd did follow up with the initial reporter and they stated that the patient did appear to be agitated at one point but there was no indication that air reached the patient and they had no other issues. No further information was provided. Complaint- (B)(4).